Event description:
A hospital in scotland reported excessive condensation in the tubing while using a pt101 airvo2 humidifier and stated that "water spurted into the patient airway causing him to desaturate from 98% to 88%". No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The airvo is a humidifier with integrated flow generator that delivers warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. The complaint airvo humidifier was not returned to fisher & paykel healthcare (fph) for evaluation as there was no actual defect of the unit and it is still in service at the hospital. Conclusion: based on the description of events, it appears likely that condensation had built up in the heated breathing tube and had not been cleared regularly enough by staff. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Our user instructions that accompany the airvo humidifier state that "if excess condensation accumulates in the heated breathing tube, drain by lifting the patient end of the tube, allowing the condensate to run into the water chamber." In addition we have recently provided guidance for hospitals to assist with condensate management. This guidance is contained in the airvo troubleshooting guide and states the following: - if condensation is present, drain it back into the water chamber. - disconnect the patient interface from the heated breathing tube. - drain the tube by lifting the patient end of the tube, allowing the condensate to run into the water chamber. - at higher target flow rates, it may be necessary to first reduce the target flow rate to 30 l/min or below, to ensure the condensate drains into the water chamber. The airvo 2 user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." Following this incident an fph product manager visited the hospital to provide support and guidance to hospital staff. As part of our ongoing product improvement initiatives, we have designed a new breathing tube that we anticipate will considerably reduce condensate formation, particularly at lower ambient temperatures. We plan to release this product in march 2015.